Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the chair is veering to the left.

Manufacturer narrative:
Additional/updated information was added to reflect the left motor/gearbox assembly being returned to the manufacturer for evaluation. The unit was tested on the cmt and dba, rpm, and amps were all in range. There was also no unusual noise detected during the bench test. However, it was unable to be tested under load. Therefore, the original complaint issue could not be confirmed.

Event description:
Dealer states the chair is veering to the left.